Event description:
It was reported by fse that the cardiosave intra aortic balloon pump(iabp) had excessive fault code #53 during preventive maintenance. Replaced fiber optic module. There was no patient involved. No harm or injury to the patient was reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The fse replaced the fiber optic assembly and reset the fault log. No additional fault codes were identified following replacement. The unit passed all functional and safety tests documented under the work order. The unit was cleared for use. The fat department performed a visual inspection of all components received and confirmed that no physical damage or abnormalities were observed. The failure analysis and testing department installed in the cardiosave test fixture\. The testing was conducted both jointly and independently in accordance with factory specifications. The functional testing was performed for approximately three hours. During this evaluation, the fat department was unable to reproduce the reported failure. The failure analysis and testing department could not verify the fiber optic failure.

Event description:
N/a.